Manufacturer narrative:
Additional information: d9, g3, h3, h6. Visual evaluation of the ar-2372blo shows the loose button disconnected from the thread. Functional testing could not be performed due to the damage to the device. Complaint allegation is confirmed. The most likely cause for the reported event can be attributed to user error of the device due to excessive force being used when inserting the button.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acg stabilization surgery the button came loose without force and could not be screwed back on. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.